Event description:
It was reported that the patient had trouble getting coupling bars. In addition, he had to recharge every five to six days now but before had to recharge every three weeks. The patient stated the change was gradual and then ¿all of a sudden it got really bad¿ over the last ¿month or so.¿ the patient stated ever since he had it implanted he rarely shut it off except occasionally in order to recharge faster. The patient wondered if it was going to be reaching end of service (eos) soon and that was the reason for the change. The patient notified his physician and they recommended contacting the manufacturer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient. It was reported that the patient was charging too frequently. The patient had the implant about seven and a half years or so and started having to charge every week so they gave him a new implantable neurostimulator (ins). Along with the returned explanted ins, it was noted that there was no patient injury or patient death.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Manufacturer narrative:
Other applicable components are: product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID: 37752, serial# (B)(4), implanted: (b(6) 2007, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient thinks he has a scar tissue build upon leads, and a gradual change in therapy that started with the previous ins ((B)(4)) where he started to having to crank stimulation up higher to feel stimulation. The patient reported that the ins charge last longer. It was also reported that the patient is on morphine 24/7 and it extremely affects his short term memory.